Manufacturer narrative:
Date of event: exact date unknown, event occurred (B)(6) 2021. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(4), batch: 7085556.

Event description:
It was reported that the patient leads migrated. The patient underwent a lead replacement procedure and was doing well post operatively. The explanted linear leads were discarded.

Event description:
It was reported that the patient leads migrated. The patient underwent a lead replacement procedure and was doing well post operatively. The explanted linear leads were discarded.

Manufacturer narrative:
Date of event: exact date unknown, event occurred (B)(6) 2021. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(4), batch: (B)(4).